Event description:
Shortly, after an implant procedure, the experienced pain in her foot. The surgeon performed a pocket revision. The pt is reportedly doing well.

Manufacturer narrative:
The device remains implanted in the pt. This is the final report.